Event description:
Patient reported being diagnosed with a connective tissue disease/disorder. Upon investigation, the reported event has been ruled out resulting in no complaint against the device. Later, healthcare professional reported "ruptured" implants. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 1443704: 246149: deflation. Device returned to device analysis. 654840: no complaint against the device. Device not returned to device analysis. 654841: no complaint against the device. Device not returned to device analysis. 853495: no complaint against the device. Device returned to device analysis. (B)(6): a050401 fluid/blood leak. Device not returned to device analysis. Even though there were 2 additional complaints of deflation for this lot number, only 1 device was returned, and after inspection no workmanships were detected. The search criteria of these queries are mentioned on qpp07-01- 004-her1-g02 wording guidelines for complaint investigation closure revision 6.0 the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a050401 - fluid/blood leak. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.